Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the drug leaked from bd phaseal¿ protector p50j after being unable to draw properly.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. As a lot number is unknown for this incident, a production history review could not be completed and additional retained samples could not be investigated. Investigation conclusion: through visual inspection of the sample, leakage was observed between the protector and the vial and the protector needle was found inclined. Based on the inclined needle, it is believed that the protector was improperly attached to the vial. A poor alignment could result in an included needle which could also contribute to leakage inspections and tests done in manufacturing for protectors. During molding process, housing is reviewed according to ph-300 (current version). It is verified the absence of burs, dirty and the properly measures of the needle housing (pass/fail). During assembly process, the operator performs the visual inspection of the protector according to ph-302 (current version). The cannula is checked: it is verified that is properly centered, oriented and properly assembled. It is also verified that it has not any type of damage (nicks). During all the tests performed according to ph-302 (overpressure test, leakage test, etc) the leak between protector and vial and/or any damage in the cannula would be noticed. The assembly machine (p3) has several automatic controls which check the presence (station 21), length (station 22) and properly position (station 23) of the cannula. If one of the stations detects any problem related to the cannula (absence, incorrect length, wrong position-cannula bent), the piece is thrown away (scrap) and do not continue the normal process. Root cause description: it is likely that the cannula was inclined during manufacturing process. It seems that the protector was not properly attached to the vial and as consequence of the bad attachment the cannula got inclined. This could have hinder the draw of the drug and produce the leak between the injector and protector. Protector must be attached completely vertically to the vial. Rationale: the defect seems to be a misuse by the user. The m12 assembly fixture is recommended to ease the connection of the protector product. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the drug leaked from bd phaseal¿ protector p50j after being unable to draw properly.